Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that the ground wire resistance was out of specification. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25jun2019. The customer confirmed the reported ground-wire resistance issue. The customer reported that reseating the prox line ground wire to the ground spade on the base of the unit corrected the issue. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No part was returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.